Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent robotic removal of sacral colpopexy mesh, bso, robotic mid uterosacral ligament suspension of the vaginal vault with gore-tex suture, correction of vaginal enterocele, cystoscopy, perineoplasty with release of perineal scar tissue, ureterolysis, bilateral on (B)(6) 2015 due to recurrent pop, chronic pelvic pain, pudendal neuralgia, dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with suburethral sling, anterior and posterior repair with mesh, enterocele repair, sacrospinous ligament vaginal vault suspension, cystoscopy with suprapubic catheter insertion due to sui, cystocele, rectocele, enterocele and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, bleeding and dyspareunia. It is reported that the patient underwent tvh, anterior and posterior repair, transvaginal tape sling procedure on (B)(6) 2003. It was reported that the patient underwent mesh removal on (B)(6) 2012 for dyspareunia secondary to previously implant mesh, mesh rejection and sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh, ams ¿ perigee system with intepro, and lynx were implanted. It is further reported that the patient had bs ¿ obtryx implanted on (B)(6) 2012. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.